Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that during implant of the right atrial (ra) lead there was high impedance and fracture was suspected. Troubleshooting was conducted on the connections, lead, and programmer. The analyzer showed high impedance on this lead only; other leads tested fine. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.